Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that during support of impella cp, the patient¿s labs hemolyzing overnight, down titration of p-level, urine red and output low - pump waveforms and metrics satisfactory. Neurology status was improving, mixed dosing of vasopressors slowly being down titrated as well. Recommendations were given to assess pump position under echocardiogram versus weaning and benefits or risks. The pump access site was stable, and the pulmonary artery catheter site was bleeding. The pump was withdrawn by one centimeter and waveforms and metrics were appropriate. During the visit, the patient went into atrial fibrillation (afib) with rapid ventricular response (rvr) and was successfully cardioverted electrically. An echocardiogram was to be done later that day. The day after, the patient continued to go in and out of afib with rvr, sometimes requiring cardioversion. Severe hemodynamic instability with these runs was noted. Cardiology and nephrology teams were at the patient's bedside at time of visit. The family made the decision to refuse hemodialysis and ultimately switched to comfort care. Hospital staff discontinued life support devices and the patient passed peacefully thereafter.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the injury was not determined due to insufficient clinical details; however, data log shows a decreasing placement signal trend at start with fluctuations throughout the case run. Pump flow was low at the start, with instances of suction events. No other abnormalities were reported related to motor current spike or positioning issues during the case run. No conclusive evidence from the data log was found related to the hemolysis issue. The cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.